Event description:
It was reported that the pt experienced an infection. The infection causing organism was not provided. The incision from the surgery to implant the pt's neurostimulator never healed completely, and subsequently opened. The pt's physician suggested, upon examination, that a wire was "sticking out" and irritating the pocket. The pt was prescribed cephalexin 500mg 4 times per day, and the wound was treated. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).